Event description:
Rn was placing a diffusics 24g on a patient when she threaded the catheter and pulled the needle back, the safety feature did not engage and popped right off the top with the whole needle exposed. No employee stick, no harm to patient. Lot# 3010847, exp 12/31/2025. Ref# 383590.